Event description:
It was reported that patient experienced cardiac issues. A left atrial appendage (laa) closure procedure was being performed. A 21 mm watchman laa closure device and delivery system (wds) was inserted into the watchman access system (was). The closure device was deployed, but was too proximal so the closure device was removed. Sweeps were performed and no issues were reported. A 24 mm closure device was deployed at the laa ostium for approximately 1 minute, at this time a tug test was performed. Immediately after the tug test the electrocardiogram(ECG) revealed st elevation and the patient experienced coronary artery spasms resulting in hemodynamic instability. They thought that the closure device may have been impinging on the circumflex artery, so the physician recaptured the closure device and the wds and was were removed from the patient. Arterial access was obtained and imaging of the coronary arteries was performed to see if there was an occlusion and nothing was found. The patient stabilized and the angiogram films were reviewed to see if any air may have been injected and nothing was seen. They continued the procedure by advancing a new 21 mm wds into the laa. Before the closure device was deployed the patient began to experience the same symptoms as before. The coronary arteries were assessed again and no occlusion was found. The procedure was aborted. The next day the patient was discharged on a calcium channel blocker. The patient family also reported that the patient occasionally experienced crushing chest pain.